Manufacturer narrative:
B3: event date: the event occurred on unspecified date of (B)(6) 2026. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the homechoice cassette and solution bag. The connector detached from the bag. This occurred during setup of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.